Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the clinical procedure was completed by moving the patient to another room. The philips field service engineer (fse) visited system onsite and confirmed that the system geometry movements were not available. Fse reviewed system log files and found ipc communication error. Upon troubleshooting, the fse found ethernet switch led was off due to faulty ethernet switch crcb. The supplier's part analysis of ethernet switch crcb had shown malfunctioning of port 6. To resolve the issue, the fse replaced the ethernet switch crcb and performed functional tests, after which the system was returned to use in good working condition. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system geometry movements were not available.the device was in clinical use at the time of reported event. No harm was reported to philips.philips has started an investigation of this complaint.